Event description:
It was reported that the patient had a no external power alarm on 22jun2022 that they stated was caused by the wall unit being accidentally unplugged from the wall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files revealed that the no external power alarm observed on 22jun2022 was caused by user error while batteries were in use, as both power cables appeared to have been disconnected from power. The alarm resolved once power was restored to the system and no issues regarding the mobile power unit (mpu) were noted.

Manufacturer narrative:
Section d: the product was switched from the mobile power unit to the controller manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log files. The log files collectively contained data spanning approximately 23 days (21jun2022 ¿ 14jul2022 per timestamp). The pump¿s fixed speed and low speed limit were 10200 and 9800 rpm respectively. The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 22jun2022 at 21:38. The alarm appeared to have been caused by disconnections of both power cables from battery power, and the alarm resolved when power was restored to the system. The system controller (serial number unknown) was not returned for analysis. The root cause of the reported event appeared to have been user error in disconnecting both power cables from external power. The serial number of the system controller was not provided. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage and no external power alarms: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.